Event description:
It was reported that the account used the device for only forty hours and the bulb failed.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.